Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient interlock activation during lasik flap creation. The arm was lifted, system restarted and there were no further issues. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer verified the patient release interlock which was working correctly. He discovered that the foot switch had been pushed against the lower panel of the system and that had caused the patient release interlock to be activated. No technical root cause was identified as the product was found to be within specifications. The root cause can be determined as a unfavorable position of the foot switch which caused the patient release interlock to be activated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).